Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported event was duplicated. When a water leak test was conducted, air leak occurred at the covering of bending section and the proximal side of the video connector. Though the video connector was disassembled, there were no such abnormalities found as a water invasion, and a wiring disconnection. In addition, by removing the covering of bending section, the inside was confirmed, but corrosion due to the water invasion, etc. Was not found. The manufacturing record of the subject device was reviewed by olympus without irregularity. For the subject device, almost six years have passed since the previous repair. From the above, it is unlikely that ccd unit was damaged due to the water invasion into the inside of the subject device, so the exact cause of the reported event could not be conclusively determined, however it is considered that the inside of ccd may be deteriorated and damaged by a long-term use.

Event description:
The subject device was used for an unspecified treatment under a laparoscopic procedure. During the procedure, the image of the subject device suddenly disappeared, so the user facility completed the procedure using an endoscope system of another company (stryker). There was no patient injury reported. When the user facility conducted an inspection before use, the image of the subject device was normally displayed.